Event description:
The report from hospital say: our equipment department received a call from the ICU on duty and was told that a ventilator used by the ICU had a knob adjustment switch that failed and did not respond. The specific defect was that the knob switch failed and did not respond each time the machine was running for about two hours. The defect could be eliminated by restarting the machine, but occurred again after two hours. Hamilton-c1 made in jul. 07, 2016.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause of the event cannot be fully determined as no details of the correction were provided. The most likely cause could be a defective p&t knob. There was no patient or user harm reported.